Event description:
It was reported that the 9900 system locked up during a case and the beeper continued to beep. The system was rebooted and functioned as intended. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. As a proactive measure replaced the hard drive and reloaded the software. The system was tested and found to be working as intended and placed back into service.